Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 474mg/dl. The customer was treated with insulin pump. Customer¿s current blood glucose was 377mg/dl. Troubleshooting was performed. Drive support cap was normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Cannula was bent. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be return for analysis.